Event description:
The surgeon implanted a silicone lens with model aq2010v. The lens was damaged during implantation and removed with no pt injury. Facility states that the injector damaged the lens because it was overused.